Event description:
Procedure: lobectomy. According to the reporter: the first firing was done with no problem with use of (B)(4). After replacement for (B)(4) for the second firing, upon pressing the green button with the jaw closed on the pv (pulmonary vein), the lighting of green lamp to indicate the normal firing mode was confirmed. Then the blue button was pressed; however, no reaction was available. To release the device, the jaw could be opened by gray buttons. It involved no damage. Using manual handle of (B)(4) series by setting with new sulu, the problem could be recovered and the case was completed. No pt harm. Operating time was extended by less than 30 minutes.

Manufacturer narrative:
(B)(4)